Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
Additional information received noted that the implantable cardiac defibrillator (ICD) system was explanted. The condition of the patient is unknown.

Event description:
It was reported that the patient presented in clinic due to pocket infection with fever and chills. No intervention was performed. The patient was in stable condition.